Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer expressed the following symptoms of high blood glucose: sluggish, tired, sore jaw, and nausea. Customer's blood glucose reading ranged from 314-380 mg/dl. Nothing further reported.